Manufacturer narrative:
Product UDI and manufacture date updated. Method code grid updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor will not turn on or charge. The batteries have been switched with no change. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Device code grid updated.